Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 07/31/2015: the device was returned to animas and evaluated by product analysis on 07/14/2015 with the following results: history showed power on reset event recorded on or after 05/27/2015. Testing was unable to duplicate the no power complaint. Battery compartment was found to be cracked on the side, extending from the threads, along the left side of the bumper pad, to the case seal. Pump exercised for 24 hours on a 1u/hour basal rate with no power interruptions occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.